Event description:
It was reported that this lead catheter had cause lead dislodgement during resulting in bent helix. A new lead was placed at new site without complications. No additional adverse patient effects were reported.